Event description:
See initial.

Manufacturer narrative:
H.10: the reported event was confirmed to be a duplicated of another complaint already reported under MFR report number 9611109 -2020 -00234. Thus, this case will be voided.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He found that the patient pump 2 was blocked. He replaced the part and the issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The reported event was most likely due to a bearing damage. Potential root causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to a patient pump malfunction. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.